Manufacturer narrative:
This user facility is outside the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records reveals no recorded anomaly or deviation. Event date - ni, explant date - ni, this product is manufactured by zimmer biomet (B)(4) and is not cleared for distribution in the u.s.; however, this report is being filed and zimmer biomet in the u.s. Manufactures a similar device under 510k number k110449. Corrective action was initiated for the reported issue.

Event description:
It was reported that the oral bone grafting material failed to osseointegrate and was removed.